Event description:
The patient was a (B)(6) male. The target lesion was the right renal artery. There was moderate calcification and mild vessel tortuosity, the rate of stenosis was 90%. Approach was made from the femoral artery. After pre-dilatation was conducted with a 4mm aviator plus (cat/lot unk), a palmaz genesis (complaint product) was delivered to the target lesion. When the device was inflated at approximately 8atm, the pressure of the indeflator (details unk) rapidly decreased. Therefore, the delivery system was removed from the patient. When it was test inflated outside of the patient, a pinhole ruptured was confirmed. Therefore, a 5mm aviator plus (cat/lot unk) was delivered and post-dilated the palmaz genesis stent. The stent was confirmed to be properly attached to the vessel wall by angiography and ivus, the procedure was completed. There was no adverse event and the patient is in stable condition. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally and was able to maintain negative pressure.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
While deploying a stent in the right renal artery, the balloon was reported to have ruptured at 8 atmospheres. The vessel was described as having moderate calcification and mild tortuousity with a 90 % stenosis. Post dilation was performed and the stent was confirmed to be properly attached to the vessel wall by angiography and ivus, the procedure was completed. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15496530 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.